Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the error b30 could not be duplicated, however the failure of the endoscopic image was occurred due to the failure of the electrical circuit board while the evis 165/180 series videoscope was connected to the subject device. Oekg surmised that the occurring of the error b30 might be attributed to dust inside video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the scope communication error b30 was occurred while the evis 165 series videoscope was connected to the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -cause of error b30. The phenomenon was not reproduced at the repair department, and there was full of dust inside the video connector. We, therefore, surmised that b30 error temporarily occurred because the scope and video processor could not perform stable communication. -cause of no image. The subject device was manufactured before the circuit design of the operational amplifier of the electrical circuit board was changed. We surmised that only the images of 160/180 scope were not displayed because the operational amplifier malfunctioned. If additional information becomes available, this report will be supplemented.